Manufacturer narrative:
The up arrow on the insulin pump had intermittent button responds due to flattened dome switch. No button error alarms noted during testing. The device had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corners, minor scratches and cracked lcd window.

Event description:
The customer reported via phone call that a button error alarm occurred on the insulin pump. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.